Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5o13.7 implantable collamer lens of -15.5/3/007 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was removed and later replaced for a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. Cause of the event is unknown.

Manufacturer narrative:
D4 - serial # corrected to (B)(6) in initial MDR. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).